Manufacturer narrative:
(B)(4). Method: a work order search was performed for the lens. Result: the visual inspection of the lens showed evidence of surgical residue and no visible damage. There were no similar complaints found within the work order. Conclusion: no conclusion can be drawn, the root cause of the event could not be determined because the cartridge and injector were not returned for evaluation. (B)(4).

Event description:
The surgeon attempted to implant a plate silicons lens model aa420vf and the lens popped out of the injector while advancing. The lens was not implanted and there was no patient contact or injury. The contact could not recall the model and lot numbers of the cartridge and injector used.